Manufacturer narrative:
(B)(6). Five actual samples were returned for evaluation. A visual inspection was performed and noted all the pouches were opened. Further inspection revealed a weak seal on all the pouches. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouch of five (5) interlink systems was open and loose. This event occurred before use. There was no patient involvement. No additional information is available..